Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow with the device that was post-sensed t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made during the device check.